Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the frequently no or intermittent response by button press. The customer blood glucose level was 96 mg/dl. The customer also stated that the insulin;in pump not dropped or non exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act, up and down buttons due to corroded keypad traces.